Manufacturer narrative:
Hamitlon medical ags conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: tightness test intermittently failed. Tightness test in service software system tests briefly alarms with tn231001. Summary: flow sensor calibration fails / leak test failed ( tightness test failed).